Event description:
It was reported there was a hole in the sterile package. The device was not used and will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Only the device was returned for evaluation. No packaging materials were returned so complaint event cannot be verified.